Manufacturer narrative:
No anomaly detected by checking the sterilization charts of the lot # involved (humeral stem: lot #201314292; reverse humeral body: lot #201401392; reverse liner: lot#201315304; glenosphere: lot #201312468; connector: lot #201317107; metal back: lot #201315363) on the overall number of pieces manufactured with these lot #, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these lot #. We will submit a final emdr when the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2016 due to systemic infection caused by p. Acnes. The primary surgery was performed on (B)(6) 2014 and consisted of a smr reverse prosthesis. Event happened in (B)(6).

Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (humeral stem, lot# 201314292; reverse humeral body, lot# 201401392; reverse liner, lot# 201315304; glenosphere, lot# 201315363; connector+screw, lot# 201317107; glenoid metal back, lot# 201312468) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. This is the first and only complaint received on these lot#. No x-rays nor explants were received by lima corporate: a deeper analysis is therefore not possible. According to the additional info received, p acnes was identified as the germ responsible for the infection but the date of onset remained unknown. According to the check of the sterilization charts, all the lima devices were regularly sterilized. In conclusion, we cannot determine the cause for this infection but, according to our investigation, this is not a product-related case. Pms data: a total of 19 revision surgeries due to infection involving a smr reverse prosthesis were reported to lima corporate on a total of 65.336 smr reverse prosthesis sold ww, giving a revision rate of 0.029%. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2016 due to systemic infection caused by p. Acnes. According to the info reported, all the components originally implanted on (B)(6) 2014 (humeral stem, reverse humeral body, reverse liner, glenosphere, connector + screw, glenoid metal back) were removed. Event happened in (B)(6).